Manufacturer narrative:
Evaluation summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. No anomalies were noted with the shaft. The instrument was cycled and the advancer bypassed the first clips, causing 4 pear shaped clips. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the device was bent prior to the use. The customer used another like device to complete the case.